Event description:
Healthcare professional reported "capsular contracture baker grade iii" and rupture for right side device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior and weight to the spec. A visual and microscopic analysis was performed which identified: puncture opening on anterior and crease flat. Base on the device analysis the final assessment is: a punctured assessed as surgical damage like.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" and rupture for right side device. The device has been explanted.